Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation.

Event description:
Manufacturer incident report #: (B)(4) received from the factory in germany: the event occurred in france. The following problem description was submitted to karl storz: during a clot surgery, a resector broke in the bladder. There was an extension of operating time replacement of equipment. Adverse events that could be considered as similar to the current one and caused or contributed to serious injury could be found. Thus, it is concluded that contribution to a serious injury of this malfunction is likely and a report to the FDA is required.

Manufacturer narrative:
The corresponding manufacturer's complaint reference number for this case is (B)(4).since the 27040xa inner shaft was not returned by the customer, it can be assumed that a user error occurred during operation. A possible cause is that the article had microcracks in the area of the ceramic beak, which expanded during use until this ceramic beak broke. In the IFU, explicit reference is made to such a check.